Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A pharmacist reported that an intraocular lens (iol) was noticed to have a broken posterior haptic during surgery once it was in the patient's eye. The corneal incision was enlarged, the iol was explanted and replaced with a back-up iol. A corneal stitch was applied. Lengthening of the surgery time resulted in corneal edema. The affected eye was the left eye (os). A filled-in questionnaire was provided by the implanting physician. The iol was implanted in the sulcus due to a previous capsular rupture. The physician reported that postoperative refraction could not be measured due to corneal edema. Additional information was received from the pharmacist, who reported that the patient had not experienced postoperative corneal edema.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution with blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. The root cause may be related to a failure to follow the dfu. Account used an unqualified lens/cartridge combination. The use of non-qualified products may result in lens delivery difficulties or lens damage. There have been no other complaints for this lot. (B)(4).